Event description:
See initial report.

Manufacturer narrative:
Livanova received a report that an electrical venous occluder (evo) did not work and displayed an error code during priming. The complained evo was returned to manufacturer and error was confirmed. The flat ribbon cable and the encoder were replaced. Functional test of the motor controller and each connection were successful. The mechanical test and calibration, tubing calibration, flash update and erase nvmem were performed. Unite returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova received a report stating that the evo clamp was giving error angle_error. No patient / user affected. Unit was inspected by manufacturer and the issue could be confirmed and reproduced. The encoder board and the flat ribbon cable were replaced and unit was released back to its expected functions. Review of the livanova complaints database identified two (2) previous similar events related to the complained evo and that were addressed by replacing the locking mechanism. The root cause of the reported failure was traced back to defective encoder board and flat ribbon cable. The wearing of the electro-mechanical parts can be related to use condition and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a electrical venous occluder (evo) did not work and displayed an error code during priming. Reportedly, the clamp did not move. There is no report of any patient injury.

Manufacturer narrative:
There was no information of any patient involvement and/or injury. Livanova deutschland manufactures the electrical venous occluder (evo). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.